Manufacturer narrative:
Investigation into this event found qc and precision testing results were as expected indicating that the vitros phyt slides are operating as expected. A field engineer performed preventive maintenance and verified the system was operating as expected. The root cause of the event is unknown, however, sample mix up cannot be ruled out.

Event description:
A customer obtained reproducible, negatively biased phyt results on the vitros 950 analyzer. The results were questioned by the physician. A falsely low result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.